Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was explanted due to unknown reasons. Additional communication confirmed that the patient had an underinfusion volume discrepancy and was experiencing an increase in pain. Details about the underinfusion volume discrepancy are unknown.

Manufacturer narrative:
Corrected information: h3, h6 reported stated that the patient had not experienced any falls or trauma and had not recently underwent an MRI procedure. It was also stated that the patient's pump had not migrated or flipped and no catheter dye study was performed. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. The device was unable to prime at the designed temperature and therefore, is associated with CAPA 00065. Further investigation will be captured in CAPA 00065. Internal complaint number: complaint-(B)(4).